Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, an alarm log review, and a service history review were performed. During visual inspection, the door near of the manual tube release was found to be broken. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a broken mechanism for the manual tubing release. This was noted before use. There was no patient involvement. No additional information is available.